Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after the reset. The customer was able to continue using the pump and was advised to report back if the issue reappeared.